Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that the patient's symptoms had returned and when they tried to increase stim it went from 0 to 100 and put the patient in a lot of pain. This had happened on multiple occasions when they have tried to increase stim. The patient was redirected to their healthcare provider to further address the issue.

Event description:
Additional information was received from the patient. In response to the inquiry for clarification of the statement ¿when tried to increase stim, it went from 0 to 100 and put you in a lot of pain,¿ and if the setting had changed unexpectedly, the patient replied ¿yes, it was unexpected and severe.¿ in response to the inquiry for if the cause had been determined and what most likely caused or contributed to the issue, the patient replied that there was a ¿memo¿ online saying that the manufacturer company knew of this problem and that the letter had been sent to health care professionals (hcp) but not patients. In response to what steps had been or would be taken to resolve the issue, the patient reported they had to remove the manufacturer company device and install a competitor company product. The patient stated that ¿yes,¿ they had contacted their health care professional (hcp) who managed the device about the issue and that their surgery was performed on (B)(6) 2021.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional via the rep: the customer discarded the product. The cause of the stimulation changing unexpectedly and severely was not known.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for fecal incontinence and gastrointestinal /pelvic floor therapy. Patient reported that while on a cruise about a month ago her husband was using the patient programmer to increase the stimulation and all of a sudden the stimulation "jumped up" too high so patient jumped up due to the painful /uncomfortable stimulation. Patient said it took a minute before her husband could get the stimulation to stop, she pulled the patient programmer antenna off her body and then her husband finally did something with the programmer to where the painful stimulation was resolved. Patient didn't know what husband did but issue stopped. Patient said that she wonders if the patient programmer isn't working right because of this and then mentioned that there was a time where she couldn't get the stimulation to move up. After patient services reviewed that stimulation can't be increased when therapy is off the patient didn't mention this issue again. Patient services reviewed how to turn ins off/on w programmer. The reported issue was not related to positional movements, patient said she is always in the standing position when adjustments are made. During call patient services walked the patient through patient programmer use and reviewed that the programmer was functioning as intended. Then the patient said when her stimulation 'jumped up' she didn't mean that the numbers on the screen changed by themselves she said she meant that stimulation sensation felt like it increased to too strong suddenly. Patient services reviewed that they didn't suspect programmer issues and reviewed changes in stimulation sensation are possible when adjusting stimulation. The patient said she had her implant battery checked at hcp and they told her the implant was fine. Patient services reviewed that if the patient continues to have issues with their programmer they were welcome to call for replacement programmer, but patient said this was the only issue she's ever had with it and they would wait to see how it went. No further complications were reported or are anticipated.